Event description:
Revision surgery - this was the pt's fourth revision surgery. The pt fell on their shoulder causing the glenoid head to dislocate from the humeral socket.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after one month of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage and non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 59th complaint for this part number: 25 dislocations, ten infections, five trauma, four instability, four pain, four fractured bone, one dissociation, one subluxation, one impingement, one machining marks on the part, one broken insert, one noncompliance, and one non-assembly. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.